Event description:
Boston scientific crm received information that the latitude home monitoring system detected a shock impedance of greater than 125 ohms on this implantable cardioverter defibrillator (ICD). It was noted that the patient has experienced high shock lead impedance since device implantation. There were no adverse patient effects observed.at a later date, a red alert was issued through the latitude system that a high shock impedance measurement was again detected on this lead.

Manufacturer narrative:
No revision has been schedule as this lead had shock impedance measurements above 100 ohms since implant as this is a single coil lead and the physician has elected to monitor the patient closely. No adverse patient effects were reported. As of today, this device remains implanted and in service without additional complication. If any additional information does become available, this report will be updated.